Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it was noted to be dislocated and touching the cornea. There is no reported harm to the patient, and the shunt remains implanted. Additional information has been requested.

Manufacturer narrative:
This report was mailed to FDA on 04/25/2014. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that sutures were lysed three days, four days and two weeks post shunt implantation. Over the next two months the intraocular pressure (iop) gradually increased and two glaucoma medications were prescribed. Three months post shunt implantation a bleb revision was performed. The patient was indicated to be recovering two months after the revision intervention.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Shunt was not explanted according to the reporter. There have been two other complaints reported in the lot number. (B)(4).